Event description:
The following has been reported: biomed reported: need to ship the following unit for repair model: ivenix infusion system serial number: (B)(6). No patient reported incident service needed warning when powered on and cleared a preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for an air compressor failure. During startup, the pump displayed an alarm after the compressor attempted excessive recharges. The device was attempted to be reverted to manufacturing mode for additional testing but the som is not responsive to input commands. No physical damage or defects could be identified.